Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer reports small amount of bleeding from irritation to stoma off and on for a year. Customer feels it's from using wafer that is too small and it rubs stoma. Discussed measuring stoma and sending larger size.